Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rapid fill luer lock to luer lock connector had loose, white particulate matter in the fluid path. This was observed prior to use with the device still inside the sealed packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection under magnification was performed and revealed small particles inside the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be damaged packaging. Should additional relevant information become available, a supplemental report will be submitted.